Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The power supply time of the backlight in the service menu was shorter than the operation time. Evaluators suspect that the power supply of the backlight on the lcd panel of the monitor is insufficient, resulting in the reported flickering/no image from the user. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for a diagnostic procedure, the olympus 4k uhd lcd monitor was displaying an intermittent image. According to the initial reporter, the staff completed the case using another device without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a flickering screen most likely due to the power supply of the backlight on the liquid crystal display panel of the monitor being insufficient. The specific root cause of the power supply being insufficient could not be determined at this time. Olympus will continue to monitor field performance for this device.